Event description:
While using bovie with an olsen 4" reusable extension during a breast augmentation a burn was noted on the lateral aspect of the left breast incision, upon inspection of the bovie a bare area was noted on the shodded part of the reusable olsen 4" extension.